Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2013) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d3, d4 (catalog no, lot no, UDI, expiry date), d.6b (date of explant), g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol perfix plug on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015 ¿ patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug. Per op notes, ¿an indirect hernia sac was identified. An extra large perfix plug was placed through the defect. An onlay patch was tacked to the pubic tubercle, conjoint tendon and the shelving portion of the inguinal ligament using sutures.¿ (B)(6) 2020 ¿ patient was diagnosed with rectosigmoid cancer with mesh had eroded into peritoneal cavity thereby underwent open repair with the removal of mesh. Per op notes, "sigmoid colon which was redundant appeared to be tethered to left groin mass. The colon adherent to mesh was separated. A portion of the mesh extruded through peritoneum was removed. The cord structures represent fibrotic tissue, which was densely adherent and scar tissue encased. The patch was intact.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol perfix plug on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against perfix plug. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.